Manufacturer narrative:
(B)(4)- during evaluation of MFR-2937457-2016-01164 two additional events of iipv were observed in the patient's treatment history, this is one of two. A visual inspection was performed on the returned device and an exterior visual inspection showed signs of physical damage. The catch post did not align with cassette door, and required adjustment. An internal inspection was performed and there were no discrepancies encountered in the internal inspection of the cycler. Simulated testing was performed and the device performed without failures. Device history review was performed and found no non-conformance reports or other abnormalities during the manufacturing process. The product involved met current specifications. In addition, the device record review confirmed the labeling, material, and process controls were within specification. The investigation found no indication of a causal relationship between the products and the patient event.

Event description:
A peritoneal dialysis (pd) patient's cycler was returned. Treatment data was retrieved from the returned cycler. Review of treatment discovered that on (B)(6) 2016 the patient had a large drain of 3485ml, which was 194% over the expected drain volume (1800ml), resulting in a reportable device malfunction. Additional information received from the patient's pd nurse confirmed that no adverse event had occurred and no medical intervention was required.